Event description:
The customer reported the left monitor failed. The left monitor displays the live fluoroscopy image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left user interface. The system operates as intended.